Event description:
Journal reference: patrick et al. "Deep brain stimulation of the internal pallidum in multiple sys atrophy - case report" parkinsonism & related disorder/2006/12/181-183. The article is a case study of a male pt with multiple sys atrophy who was treated with bilateral dbs of the internal pallidum. Reportable event: in the four weeks post-operatively there was a marked increase in akinesia in this off-label use of bilateral dbs. This continued and resulted in reduction of the overall mobility as compared to the pre-operative state.